Event description:
A complaint was received from customer that stated that they purchased a new lot of reagent. Customer stated that this lot was giving them "error codes" instead of results. While on the phone a review of the system was conducted. It was learned that the contacts in the system were bent. This may have caused some of their problems. In addition, part of the display was missing segments. The missing segments may have been misinterpreted as an error code. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.